Event description:
As reported, the patient underwent a robotic ventral hernia repair with implant of two bard/davol phasix mesh (one as an onlay and the other placed pre-peritoneal). As reported, three months post implant of the mesh, the patient developed a large seroma. In follow up it was reported the patient later presented in an office visit with an issue that ¿may have been a contributing factor to the patient's seroma.¿ however, specific details of the issue would not be disclosed.

Manufacturer narrative:
As reported, about 3 months post-implant of the phasix mesh the patient developed a seroma. No additional details were provided. Based on the information available at this time, no conclusions can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the bard/davol phasix mesh (device #1). An additional MDR was submitted to represent the bard/davol phasix mesh (device #2). Note: the date of event is provided as an estimate, based on the date of awareness of the reported event.